Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap gyn procedure. Event description: tm got informed that epix scissors are not sharp at the distal end from the beginning of using it. It happened already multiple times in the last 3 weeks with different lot numbers. Product was discarded during the procedure but lot number noted. Intervention: n/I. Patient status: good.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, twelve (12) sterile non-event units were returned to applied medical. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lap gyn procedure. Event description: tm got informed that epix scissors are not sharp at the distal end from the beginning of using it. It happened already multiple times in the last 3 weeks with different lot numbers. Product was discarded during the procedure but lot number noted. Intervention: n/I. Patient status: good.